Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va0kgv9, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported a loss of therapeutic effect which started 6 days prior to call. The patient had been on program 2 after speaking with hcp changed to program 3 and was told to stay on that program for 1 week. The patient mentioned she changed to program 3, six days prior to call, that night and the next day had incontinent and 2 days prior to call also had incontinent. The patient did not like how the current program felt or was working. The symptoms reported had sudden onset. There was no falls or traumas noted. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.